Event description:
It was reported that the battery gauge was fluctuating, the pump battery would not charge, and the touchscreen is unreadable. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.